Event description:
Poor urine output from foley, was draining and patient never felt that bladder was completely emptied. Foley dc's with 600cc urine drainage, straight cathed an hour later and drained 1200 cc. Patient concerned catheter not draining appropriately prior to removal.